Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). It was indicated that the device was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced myopic surprise in the right eye after intraocular lens (iol) implantation. The patient experienced decreased visual acuity. An iol explant was required. Visual acuity pre operative:20/30. During follow up, it was found that the patient had a subluxed one-piece iol, and required an explant to switch to a three piece lens. There was no incision enlargement. Suture and a vitrectomy were required. The patient is doing well. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).